Event description:
It was reported that during an adhesion lysis and resection of bowel procedure, the surgeon was doing a small bowel side to side anastomosis. It is the first cartridge on the stapler. It was a blue cartridge that he was using. He fired the staple with one complete stroke proximal to distal, however as he was pulling back the firing knob back to the starting position, he encountered a lot of resistance; the firing knob was stuck at mid point. The surgeon had to slowly use force to pry open the stapler and check the anastomosis. The surgeon then had to reinvert the anastomosis and over sew the staple line. The surgeon mentioned that some parts of the staple were not formed on the staple line. The surgeon used a different stapler to complete the anastomosis. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.